Manufacturer narrative:
Patient information was unavailable from the site. The unique identifier was not known at the time of reporting. No parts have been received by the manufacturer for evaluation. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a functional endoscopic sinus surgery (fess) procedure. It was reported that the instrument tracker had a recognition failure. The site was able to proceed by using another tracker. There was no delay in the procedure and no impact on patient outcome. The instrument has been discarded by the site and will not be returning.